Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204 ) has been confirmed. Upon investigation the monitor was displaying a service code 204. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that on 07/05/2019, a patient's doctor reported that a patient was alleging a treatment occurred. The patient's doctor confirmed a gel release. The patient reported that he was at the deli taking money from the atm when the device began alarming. He reported that he did not have time to press the response buttons due to wanting to secure his money. The patient reported feeling the treatment and falling to the ground. The patient did not report any injuries. There is no evidence that the patient was treated. The download data, from the day of the event indicates that the device was preparing to give a treatment and that the belt released gel but that the treatment was delayed due to low algorithm confidence. It was also reported that the patient was receiving a service code 204 (belt/monitor unusable).